Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. The touchscreen was returned for failure analysis. The touchscreen was received cracked/shattered and therefore had to be scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 12jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The touchscreen could not be calibrated, was misaligned and unresponsive. The fse replaced the touchscreen and the issue was resolved. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had multiple touchscreen failures over the past 6 months despite attempts to calibrate the touchscreen. The device was in use at the time of the event; however, there was no patient harm.